Event description:
The doctor reported the implant was removed due to osseointegration failure less than 1 month after implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. Bone resorption and local infection were observed during the implant removal surgery. The patient will need another surgical intervention.